Event description:
Charging issues between the implant and the external equipment shortly after implant. It was reported that electrocauter was used during the procedure. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. An advanced bionics rep performed device evaluation. The problem was confirmed. The pt has been implanted with a new advanced bionics spinal cord stimulator.